Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The functional testing of the device confirmed that the device gave an error 1660 alarm. This alarm can occur due to an issue with the printed circuit board. The cause of the component issue was not definitely established.

Event description:
It was reported that the device gave an alarm with message "error 1660". No known adverse effects to patient.